Manufacturer narrative:
The reported events of high pacing impedance and high capture threshold were not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was noted that the device also exhibited intermittent capture.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During procedure, it was noted that the physician noted an unusual sensation of the fixation mechanisms when deploying the right ventricular lead helix. Also, high pacing impedance and high capture threshold was observed after helix fixation deployment. The right ventricular lead was re-positioned three additional times with the same parameters. The right ventricular lead was not used and was replaced. There were no consequences to the patient.